Manufacturer narrative:
Patient information was not provided. Therefore, section a was left blank. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient was being prepared for impella support for an unspecified indication. The power was turned on when trying to use the impella but the self-diagnosis failed and it became unusable. A backup automated impella controller was used to support the patient.